Event description:
A physician reported a pt with a multiple treatment history who was treated on 25 november 1998 in the nasolabial folds and the oral commissures. During the treatment, the left oral commissure treatment site blanched immediately. The physician stopped the injection and massaged the area. While the pt was still in the office the area became "dusky" in color, from the treatment site to the chin and above the vermilion. The pt reported the area became tender and painful in the following few days. On 29 november 1998, an emergency room physician did not prescribe any intervention, and referred the pt back to the injecting physician. On 30 november 1998, the pt presented with tissue sloughing at the left commissure treatment site. The physician prescribed oral keflex and analgesics. The physician diagnosed a necrosis due to the collagen treatment.

Event description:
A physician reported a pt with a multiple treatment history who has treated on 25 november 1998 in the nasolabial folds and the oral commissures. During the treatment, the left oral commissure treatment site blanched immediately. The physician stopped the injection and massaged the area. While the pt was still in the office the area became "dusky" in color, from the treatment site to the chin and above the vermilion. The pt reported the area became tender and painful in the following few days. On 29 november 1998, an emergency room physician did not prescribe any intervention, and referred the pt back to the injecting physician. On 30 november 1998, the pt presented with tissue sloughing at the left commissure treatment site. The physician prescribed oral keflex and analgesics. The physician diagnosed a necrosis due to the collagen treatment.